Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing pain and felt like they were being poked by needles. Additionally, the patient felt that the device was not working properly. The patient indicated that they have encountered various errors that have appeared on the screen. During the call the patient was unable to establish a connection with a device to troubleshoot. The patient called again later the same day and reported that the trial was done "for bladder control (patient does not empty bladder sometimes)." The patient indicated that they were told to increase or decrease stimulation depending on how stimulation feels and yesterday the patient programmer (pp) showed the "looking for device" screen and then the morning of the call the screen showed screen 99 "software problem, cannot continue, call your clinician." The patient was assisted with resetting the controller which resolved the screen. After resetting the patient was able to connect successfully and stimulation was determined to be set at 1.5. The caller then indicated that the day prior to the call the battery icon on the right side of pp was empty, but at the time of the call the icon showed full. The patient indicated that the feeling like needle pushing their rectum started the night prior to the call when the patient was sitting on the couch. The patient confirmed that stimulation was comfortable at the time of the call. The issues were reported to have been sudden in nature and the patient was also not receiving therapeutic benefit. The following day the patient indicated that they were taking tylenol pm to ease their pain so they could sleep more. A few days later the patient reported some bleeding on their back. Additionally, the patient alleged that the leads were moving. Stimulation was reduced to 1.3 and the patient was advised to follow-up with their healthcare provider (hcp) as soon as possible. A follow-up call with the patient indicated that lowering stimulation helped the issues reported, but the patient was still experiencing the issues. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.